Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported from follow-up conducted that the lead was capped and replaced prophylactically. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was capped and replaced with no further information. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.